Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient. After the procedure, the patient developed an effusion. A pericardiocentesis was performed and the patient fully recovered.